Manufacturer narrative:
At this time, the device remains in service. As no additional information regarding this event is expected, this investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that the data from interrogating this pacemaker showed an expected remaining longevity of three years. However, when a magnet was applied to the device, the pacing rate corresponded to one year of battery life remaining. Boston scientific technical services discussed the discrepancy with the health care provider and explained that the mechanisms used by the pacemaker and the programmer to calculate remaining longevity are different, which may result in different expected remaining longevities. The health care provider also noted that there was noise on the non-boston scientific right ventricular lead. No adverse patient effects were reported. The pacemaker and non-boston scientific leads remain in service.